Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, this device was used for observation and biopsy of the mid bile duct stenosis, which was located at the upper right portion of the papilla. During the procedure, as the physician directed the spyscope ds, it was noticed that the metal part of the spyscope ds protruded. Since there was no other issue while using the device, observation was continued. When attempting to retrieve a biopsy with a spybite, the spybite became stuck in the spyscope. The spybite and spyscope were removed in tandem from the patient with no complications. The procedure was completed with a second spyscope digital access and delivery catheter and a second spybite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the spyscope ds device found that a spybite was inside the working channel when received. The catheter was kinked in several locations on the distal end; it demonstrated signs of buckling. The outer layer of the catheter was scraped to a point where the braiding was showing through near the proximal end of the active deflection section. The working channel sleeve extended from the distal cap when received. The distal tip would not articulate properly. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device could not be removed from the working channel due to damage to the jaws/effector. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Based on the condition of the distal end of the spybite, the working channel sleeve was likely dragged out from the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, this device was used for observation and biopsy of the mid bile duct stenosis, which was located at the upper right portion of the papilla. During the procedure, as the physician directed the spyscope ds, it was noticed that the metal part of the spyscope ds protruded. Since there was no other issue while using the device, observation was continued. When attempting to retrieve a biopsy with a spybite, the spybite became stuck in the spyscope. The spybite and spyscope were removed in tandem from the patient with no complications. The procedure was completed with a second spyscope digital access and delivery catheter and a second spybite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.